Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax. Case-specific details not provided.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2018 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, ¿direct and indirect hernias were dissected and 3dmax mesh was inserted.¿ (B)(6) 2019 - patient had symptoms of hernia recurrence in right inguinal region. (B)(6) 2019 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair. Per operative notes, ¿the cord was mobilized and medial recurrence was noted. The old 3dmax mesh was rolled and unsafe to remove due to adhesion. Lichtenstein operation was performed and synthetic mesh was placed using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence and thereby underwent revision surgery. During revision procedure adhesions and "rolled" mesh were noted. The instructions-for-use supplied with the device list hernia recurrence and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of(B)(4) units released for distribution in (B)(6) 2017. Updated fields: a2, a4, b4, b5, b7, d4, d6.a, g3, g6, h2, h4, h6, h10, h11. Corrected fields: b2 (event attributed to), b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.